Event description:
It was reported the programmer loses telemetry intermittently with devices. New wand tried but had same result. Wireless seems to work fine. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer would not interrogate with the rf (radio frequency) head. The rf head tested out of specification. The cable was found out of electrical specification. The rf head top lens cover has a crack. (B)(4) could not reproduce loss of telemetry with the programmer using a known good rf head. The cable near the connection was moved with no fault found. The system fan is noisy and was found out of mechanical specification.